Event description:
It was reported that the device responded with the therapy knob failure message. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a service quote was offered. The customer did not accept the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.